Event description:
Surgeon reported to sales consultant (B)(6) screws would not gain purchase in the bone after tapping. Surgeon reported the screws and mesh used were removed during initial surgery as screws would not engage bone. Lot numbers used during surgery include 2658895, 2634361, 5886638, 5570213, and 2403111. This report is 4 of 5 for complaint (B)(4).

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.